Event description:
It is reported that the pt received a cerasul head, right hip and underwent revision surgery due breakage (normal wear and tear).

Manufacturer narrative:
It was reported that the explanted device will not be returned to the manufacturer (reason unknown). At this point in time an evaluation is not possible for this device, therefore zimmer will consider this case close. Should additional info become available or the device be returned for evaluation, we will submit a follow up report. (B)(4).